Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (540 mg/dl). A supply change was performed to treat the bg. The cause for the reported issue is unknown.